Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked onto tissue and deployed however; the clip failed to release from the catheter. The clip was then pulled off the tissue and removed with the delivery catheter from within the patient and from service. The case was completed with a second resolution clip device. Reportedly, the scope was not in a retroflex position and there was a 1 to 5 minute delay in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It has been reported that the patient is over 18 years old. (B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.